Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis revealed all the rate sense conductor coils were fractured approximately 17.2 cm from is-1 pin, about 2 cm from distal end of suture sleeve tied-down.

Event description:
Boston scientific received information that this right ventricular lead exhibited high shock impedance measurements. No adverse patient effects were noted.

Event description:
Information was received later that indicated a revision procedure was scheduled due to a lead fracture. Information was later received that the lead was explanted due to a fracture, high impedance measurements and loss of capture. No adverse patient effects were noted. Information was received later that indicated a revision procedure was scheduled due to a lead fracture.